Manufacturer narrative:
Per the instructions for use, based on the results generated, a sample that generates a positive result for target 1 and a negative result for target 2 should be interpreted as follows all target results were valid. Result for sars-cov-2 rna is detected. A positive target 1 result and a negative target 2 result is suggestive of 1) a sample at concentrations near or below the limit of detection of the test, 2) a mutation in the target 2, target region, or 3) other factor. As with any molecular test, mutations within the target regions of cobas sars-cov-2 could affect primer and/or probe binding resulting in failure to detect the presence of virus. Based on this, no product problem was found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. A customer in (B)(6) reported positive samples (16) were tested with the cobas sars-cov-2 test, where the target 1 (sars-cov-2) had CT values indicative of a high titer samples but the target 2 (sarbecovirus) was negative. The samples were tested on another platform (a lab developed test) and were positive for the sarbecovirus target (e-gene). The customer had the sequencing performed and confirmed that the mutation matches what has been previously published - a c-t point mutation at position 26340. This results in a primer mismatch for the cobas sars-cov-2 target (t2) sequence. There is no allegation of false positive or false negative results. No harm or injury was indicated. The site is using throat/nasopharynx swab samples collected in vtm mixed with blue lysis buffer. Per the instructions for use, collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd universal viral transport (uvt). Additionally, per the instructions for use, based on the results generated, a sample that generates a positive result for target 1 and a negative result for target 2 should be interpreted as follows all target results were valid. Result for sars-cov-2 rna is detected. A positive target 1 result and a negative target 2 result is suggestive of 1) a sample at concentrations near or below the limit of detection of the test, 2) a mutation in the target 2, target region, or 3) other factor. As with any molecular test, mutations within the target regions of cobas sars-cov-2 could affect primer and/or probe binding resulting in failure to detect the presence of virus. Based on this, no product problem was identified.